Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq wireless battery module was causing the pump to stop functioning. This was happening on any pump. The event happened at the central processing department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of stops pump functions on any pump was not verified. The battery was unable to power on a known good pump and a check battery was indicated when checking the internal charger status. It was determined that the cause of the check battery was a failed battery cell. However, a battery error message will not stop a running infusion or stop pump functions. It can be concluded that the battery operation was not available and the pump would require alternating current (ac) power to function when connected to the battery module. A battery error appears with the message: "battery error /do not unplug pump! Battery operation may not be available/ pump is running" and does not interrupt a running infusion. Additionally, the spectrum iq operator's manual lists the following caution: "confirm safe operation. Do not operate the spectrum iq infusion system until following conditions are met:" which contains the following condition: "battery status is checked periodically and the battery is replaced if necessary. No correction was required for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to be within specification during testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.